Event description:
On (B)(6) 2025 had 20-year-old saline implants removed by a plastic surgeon. I was experiencing pain in right breast. They were old wanted them out. The plastic surgeon showed me the removed breast implants. The saline in both was a dark brown color. The following day and every day since removal I am no longer experiencing joint pain, fatigue, brain fog, overall feeling of not being well. I did not connect the symptoms to the breast implants until they were out. I feel remarkably better! I want to know what the dark brown color in the implants is and what caused the saline to turn dark brown. Valve issue? Having difficult time getting information regarding occurrence of dark brown saline in implants and problems associated. I feel like the implants were poisoning me. The doctor did not test the brown water to my knowledge. Nonsmoker. Nondrinker. I am honest and bonafide.

Event description:
On (B)(6) 2025 had 20-year-old saline implants removed by a plastic surgeon. I was experiencing pain in right breast. They were old wanted them out. The plastic surgeon showed me the removed breast implants. The saline in both was a dark brown color. The following day and every day since removal I am no longer experiencing joint pain, fatigue, brain fog, overall feeling of not being well. I did not connect the symptoms to the breast implants until they were out. I feel remarkably better! I want to know what the dark brown color in the implants is and what caused the saline to turn dark brown. Valve issue? Having difficult time getting information regarding occurrence of dark brown saline in implants and problems associated. I feel like the implants were poisoning me. The doctor did not test the brown water to my knowledge. Additional information received on 6/4/2025 for report mw5170973 to update the procode and add an additional device. Reference report: mw5171060.